Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the set screw of the pacemaker header could not be tightened as needed to connect the lead. The pacemaker was replaced during the procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of could not tighten the setscrew on the lead was confirmed. Analysis revealed that the user of the torque wrench was incorrectly inserting the wrench into setscrew inset and causing the inset to be stripped and the setscrew was unable to be tightened. The cause of the reported event was due to the user's incorrect use of the torque wrench.